Event description:
It was reported that the 9600 system had an x-ray sensor error and a collimator iris potentiometer error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor, collimator, and high voltage cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.